Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot, and broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that their was piece missing on battery and reservoir compartment. Customer does not recall how damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.